Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll 21ga 1-1/4in mx bun barrel/flange was damaged. The following information was provided by the intial reporter translated from spanish to english: "the 10ml syringes have this damage on the cylinder, when loading the medicine it leaks. 5 syringes of 10ml have been presented with the batch 3198249."

Manufacturer narrative:
One hundred samples and video received for investigation. Video displaying a10 ml syringe with liquid inside, and needle assembled is observed. The cannula is located inside a bottle, where the client pushes the plunger to expel the liquid and it is possible to observe how a drop passes the stopper reaching the flange of the syringe. Upon visual inspection of the syringe samples, no defects or issues observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No molding or other defect can be noticed in the syringe, no burrs or deformations can be seen. Functional testing was performed, no leak observed. Based on the team's investigation, possible root cause is associated with a hit during transport or manufacturing. Manufacturing personnel have been notified of this incident to increase awareness. Alarm will be implemented to avoid accumulation of product.

Event description:
No additional information.